Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient's lead had high impedance. X-ray imaging revealed that the lead is fractured. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the lead was explanted and replaced to address the issue. Effective stimulation was restored.